Event description:
Event description guidant received information that the rate/sense portion of this implantable transvenous defibrillation lead was surgically abandoned when impedance measurements were noted to be > 2000 ohm. X-ray verified that the lead was not dislodged.